Manufacturer narrative:
It was reported that the ipg was revised during a lead revision procedure due to the ipg pocket containing an infectious fluid. Culture samples were taken, and patient was prescribed oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated that infection has cleared.

Event description:
Related manufacturer reference number: 3006705815-2023-05256, 3006705815-2023-05257 it was reported that the patient has lost a significant amount of weight and in turn has discomfort at ipg site. No falls were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken and during procedure it was found that one of the leads appeared to be fractured, and once the ipg pocket site was opened, the physician discovered what appeared to be infectious fluid. Culture samples were taken, and patient was prescribed oral antibiotics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.